Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the user received a result of 480 mg/dl, based on which the child received a high dose of insulin. In consequence, the child experienced blurred vision and fainting. The child was taken to the hospital were a lab result showed a value of 217 mg/dl about 20 minutes after the result of 480 mg/dl. The child received insulin as treatment at the hospital and her condition improved. At the time the incident was reported, the child was at home again and recovered.